Manufacturer narrative:
The evaluation confirmed the customer's issue as the image was black with vertical blue colored line. The defective cable was replaced and the issue was rectified. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
During an onsite visit, the territory manager (B)(4) was informed by the biomedical engineer at the user facility that there is a blue colored line down the image from the high definition camera head which was evident when switching on during inspection before use. The device was returned for repair and upon inspection/testing the camera head was found to have a no image (reportable) malfunction due to a damaged/defective cable unit. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. However, the cause of the reported image malfunction potentially occurred due to user operation from user applied stress to the cable unit. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states: - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Olympus will continue to monitor complaints for this device.